Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma less than one month after the implantable pulse generator (ipg) implant procedure. The hematoma was evacuated via pocket revision. The device remains in use. No further patient complications have been reported as a result of this event.